Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the pump had lost power. Reportedly, the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 12/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/07/2015 with the following findings: a review of the black box data showed a reboot on 10/19/2015. A visual inspection of the pump showed that the battery compartment was cracked. Evidence of moisture corrosion was visible in the battery compartment and on the underside of the returned battery cap. The returned battery cap was unable to fully tighten on to the pump; a test cap was used to complete investigation. The pump experienced an intermittent power issue with the test cap and the returned cap. The pump failed a leak test at the battery compartment crack. The pump cover was opened and no additional moisture was found. The complaint was not duplicated during testing. Unrelated to the complaint, the display was dim and discolored.